Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The reported issue could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Age - patient is late 50s. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted; however, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a case, the surgeon broached up to a size nine and an x-ray confirmed a proper fit. The implant did not go in smooth and sat proud to the point of stressing the femur that a fracture is questionable; however, the implant was used in the patient. The rasps did not look like they were worn out. There were no issues with the surgical equipment. The broaches were sharp, and they suspect that the implant was the issue. There was a 30¿45-minute delay in surgery. The surgeon noted that the implant seemed to have a much tighter fit to where the bone seemed like it will almost fracture. There was no adverse patient impact. The patient was reported as fine, and the surgery went well for the patient. No additional information.